Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight not provided. Event date not provided. Catalog and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported that the implant fractured at the site requiring removal. Abscess, pain, inflammation and a loss of integration were also reported. Tooth #9.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Unknown zimmer implant was returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at the collar and screw fracture found inside. No pre-existing conditions noted on the per the reported device was located on tooth #9 and was used for approximately 11 years. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: precautions, breakage, warning review of appropriate documentation: documents reviewed: instructions for use for screw-vent® implants (9665 rev 0-09/14) information identified: contraindications, warnings, precautions, breakage DHR review: DHR review could not be performed, as the lot number associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: no complaint history review could be performed without relevant lot and item information review completed utilizing keywords: fracture : implant post market trend review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative